Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual examination of the cartridge noted that the loading unit had a full complement of staples. The proximal end of the loading unit adapter was broken from the device. Due to the noted damage no, functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon performed lobectomy, and for the first firing the surgeon articulated the jaws, he said he did not feel resistance with the device. The surgeon then used another device to complete the case. The patient had no injury.